Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 31.8cm from the strain relief. There were numerous hypotube kinks. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified mid right coronary artery. During insertion of a 1.50mm x 15mm emerge balloon catheter, the shaft broke near the middle. The procedure was completed with another 1.5x15mm emerge balloon catheter. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified mid right coronary artery. During insertion of a 1.50mm x 15mm emerge balloon catheter, the shaft broke near the middle. The procedure was completed with another 1.5x15mm emerge balloon catheter. There were no patient complications reported.